Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
The device was received not deployed, the data showed that the first priming completed at pulse 22 and deactivation occurred at pulse 32. Rotational sensor errors were present in the download data. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. The device was reset, connected to a pdm and delivered a 5-unit bolus with no issues. No alarms, drive stalls or rotational sensor errors were present in the reset data. The needle mechanism deployed during the reset run. Inspection of the commutator cap found plastic debris from the ratchet gear on the commutator cap. While plastic debris was found on the commutator cap, it cannot be determined if it contributed to the rotational sensor malfunction which caused the device not to deploy. Lot no changed from blank to pd1k05202121. Serial no changed from blank to (B)(6). Expiration date changed from blank to 11/20/2022. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Device mfg date changed from blank to 5/20/2021.